Event description:
The hydro-surg irrigator with nezhat tubing worked as expected during the laparoscopic procedure (irrigation and aspiration of fluids/smoke from operative site). At the end of the procedure a dark green substance was observed oozing from the motor portion of the device. This has occurred with three of the devices. The 3 incidents where they leaked were from early september and the lot # was jufp1235. The second was middle of september and the lot# was jufp1219. The third one was towards the end of september and the lot # was jufp0423. Manufacturer response for irrigation and aspiration device, hydro-surg plus irrigator with nezhat dorsey smokeevac (per site reporter): unknown.